Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker exhibited a right atrial pace impedance measurement of greater than 3,000 ohms, triggering a lead safety switch. The device was reprogrammed and the daily measurements for atrial impedances was turned off. It is unknown whether the device remains in service as there is no patient information or device serial number available at this time. No adverse patient effects were reported.